Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. One possible explanation is that the vf detection was turned on causing the device to charge continuously. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0155, competitor lead, implanted: (B)(6) 2001; 4017, competitor lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient had a syncopal episode and was admitted to the hospital with complete heart block. The device was unable to be interrogated and it was assumpted to be end of life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.